Event description:
It was reported that during an unknown procedure, an incomplete staple line was noticed after firing the device. No other information is available at this time. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): incomplete/interrupted firing. The ec60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all cartridges are inspected 100% for staple presence by an automated vision system. In addition a sample of the batch is inspected at (B)(4) to ensure the device meets the require specifications prior to shipments.